Event description:
During generator replacement due to battery depletion, high impedance was observed when the new generator was connected to existing lead. The old generator could not be interrogated and it is unknown if high impedance was pre-existing. The surgeon didn¿t do a lead change. The surgeon was concerned about where he was going to place the lead since the patient already had two previous leads implanted and the previous one wasn¿t completely removed. No additional relevant information has been received to date

Event description:
Or specialist confirmed that pin insertion was checked and ruled out to be the cause of high impedance. Several system diagnostics were performed, confirming that the high impedance is not a stored value.

Event description:
Patient's device was interrogated and high impedance was observed. It was reported that the device was not turned on at or during implant surgery. No new surgical interventions has occurred since to replace the lead.